Event description:
On (B)(6) 2014, the reporter contacted animas alleging inaccurate delivery of insulin. The pump was reviewed with the reporter and the reporter indicated that the pump bolus totals did not match and were off by greater than 5%. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 02/09/2014 with the following findings: the complaint was unable to be duplicated or confirmed with investigation. Review of the pump¿s black box showed the last basal and bolus deliveries occurred on (B)(6) 2014 at 23:15 when an unexplained loss of prime occurred and deliveries were never resumed. A loss of prime associated with a cartridge changed occurred on (B)(6) 2015 at 09:30; deliveries resumed at 10:12. On (B)(6) 2015 at 17:31 a radio frequency commination timeout warning occurred and 4.55 units (u) of a programmed 5.55u bolus was delivered. The remaining 1.00u was delivered at 17:33. On (B)(6) 2015 at 15:06, 0.50u of a 1.50u programmed bolus was delivered when the user aborted pump warning; the remaining 1.0u was delivered at 15:07. The total daily dose history is appropriate for the user programmed basal rates. No keypad response issues were observed. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passes a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.